Manufacturer narrative:
The reported product is not expected to be returned as the device was reportedly discarded. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a low reading issue with the freestyle libre 2 sensor. The customer reported a low sensor reading of 2.5 mmol/l, which was lower than she felt. The customer was experiencing symptoms of nausea, lethargy, and shaking, and emergency services were called. The customer was treated with saline via IV by ems, and transferred to hospital where the customer received insulin via IV for diagnosis of hyperglycemia. The customer reported a laboratory blood glucose test result of 22.0 mmol/l, taken 6 hours post-sensor reading. There was no report of death or permanent injury associated with this event.